Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported failure to fire, guide break, and difficult to remove device were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per case details the device was removed forcefully against resistance. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: ¿do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistances has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage¿. The IFU violation did not contribute to the reported difficulties as the violation occurred during attempts to remove the device after the initial device failure. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported guide break, subsequent failure to fire, difficult to remove device and subsequent treatment appear to be related to circumstances of the procedure. In this case manipulation applied during device placement attempt due to interaction with the calcification likely contributed to the reported guide break. Breakage of the guide will compromise needle trajectory thus contributing to the reported failure to fire confirmed as a failure to cycle. Additionally, breakage of the guide would compromise the foot functionality which is consistent with the observed lever in a closed position and the foot was deployed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 - brand name updated from perclose proglide to perclose prostyle. D4 - model # updated from 12673-05 to 12773-02. Additional information: h6 medical device problem code 2017 - removal against resistance and 2610 - failure to fire added.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a proglide was deployed. During removal there was resistance. The device was found to be broken at the connection between the guide and sheath yet held together with the actuator wire. A cut down was performed to remove the device. The sheath was upsized to 16f, and the evar procedure was completed. Vessel reconstruction and hemostasis were achieved with surgical suturing. There was no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received which clarified the complaint device was a prostyle and not a proglide as initially reported. Reportedly, a prostyle suture failure was observed. During removal there was resistance. The device was removed with force. The device was found to be broken at the connection between the guide and sheath yet held together with the actuator wire. A cut down was performed to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a proglide was deployed. During removal there was resistance. The device was found to be broken at the connection between the guide and sheath yet held together with the actuator wire. A cut down was performed to remove the device. The sheath was upsized to 16f, and the evar procedure was completed. Vessel reconstruction and hemostasis were achieved with surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.